Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended to be used for hemostasis in the upper gi tract. According to the complainant, during preparation for the procedure, a kink was noted in the injection gold probe catheter, and that no energy was getting to the probe. There was no visible damage to the packaging. After a minor delay, a second injection gold probe was used to complete the procedure, using the same generator. No patient complications were reported as a result of this event.